Event description:
N/a.

Manufacturer narrative:
After further investigation, it was identified that this complaint event is not reportable to us. Hence sending follow up MDR. Please cancel mfg report number 2249723-2026-0000911 in your database.

Event description:
It was reported by the customer that the cardiosave intra-aortic balloon pump (iabp) unit observed problem with display flip, found big gap between two displays near the join section. There was no patient involvement reported.

Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.